Manufacturer narrative:
Approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting relief of migraines with cervical stimulation despite multiple reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as they were kept by the medical facility.